Manufacturer narrative:
Iris field service engineer evaluated the instrument and observed the lamina bypass valve (lbv) leaking. The fse replaced the lbv valve, p/n: 700-3903 to resolve the customer issue. The fse ran controls and the controls passed, the system was operational. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported failing body fluid controls and when troubleshooting the instrument they found fluid below the lamina tank. There was no exposure to the leak the customer was wearing their gloves and lab coat at the time of the leak. There were no erroneous results generated or reported out of the lab.